Event description:
It was reported that there was a thrombus. It was reported via social media that "when the was was being advanced a 1cm thrombus was seen adhering to the right atrium side of the septum. The physician attempted to aspirate the thrombus, but was not successful. The procedure was ended and the patient was resumed on eliquis."